Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the stimulation for patient interstim device was too high. Patient wanted to know how to fix this. No further complications were reported/anticipated at this time.